Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(4)) was not a valid serial number. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted. Serial no.(B)(4) was corrected to unk as it was determined the serial no. Was invalid upon investigation.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported, receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d4: (serial number) was updated from unk to (B)(6). And an updated device history record (DHR) was added to the physical product investigation, based on the returned product serial number. Section d4 (expiration date) and section h4 (device mfg date) were updated, based on the returned product. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage observed on the sensor patch. Data was extracted using approved software and sensor was found to be in sensor state 6 (indicating abnormal termination). Visual inspection performed on the sensor plug assembly and no failure modes observed. Corrosion was observed, through the sensor casing. Therefore, the sensor was sent for further investigation. An extended investigation has also been performed. Visual inspection has been performed and contamination was observed, on the battery holder through the mount of the returned sensor puck. The returned puck was reprogrammed, linearity test was performed, and the sensor puck passed the linearity test. Dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.